Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead were found to have switched from bipolar to unipolar pacing configuration at routine follow up. The noted change in configuration was found to be due to a high out of range pace impedance value though the exact measurement is not known. A change in rv pace impedance was noted several months prior increasing from approximately 800 to 1,100 ohms. The lead was tested in both pacing configurations and found to have stable measurements. The device was subsequently reprogrammed back to bipolar pacing. No adverse patient effects were reported. This system remains in service.